Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the station was down and unable to power on. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been shut down. A field service engineer found that full height drawer 6 on the auxiliary cabinet was not detected on the bus. The fse opened the back panel door and no lights indicating activity. The device was powered off, and the pyxibus controller board for the drawer was replaced. After rebooting the system and running diagnostics, all lights indicated that the device was functioning. All tests were successful. The station was rebooted, and full height drawer 6 on the auxiliary cabinet was reconfigured. The user was able to access the drawer and verify its operability. The system functioned as intended after the field service engineer repaired the device.